Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number:(B)(4).

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The fielder xt guide wire was returned for evaluation. Tip separation was confirmed. The core was found fractured at approximately 155mm distal to the proximal solder that was originally located at 160mm from the tip. At approximately 135mm distal to the proximal solder (this is where the mid solder located), tearing of the polymer jacket was observed. The coil was elongated distally from the mid solder for approximately 50mm and then fractured. The shaft was helically deformed at about 133-157cm from the wire end. Microscopic observation was performed on each broken end. Stretching of the polymer jacket was observed at its torn end. The core was significantly twisted proximal to its fracture end. The coil was straightened and therefore torsion was generated, making the fracture end of the coil become twisted. Lot history review revealed no anomaly relating to the reported event. No other similar product experience was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with manipulation in attempts to release from trapping had most likely contributed to the observed core separation on the returned fielder xt guide wire. The applied stress would be localized and exceed the product design limit when the tip was being caught and restricted its movement likely by the sent at the ramus ostium. Further applied tensile stress generated with removal made the polymer jacket tear off as well as the coil elongate and eventually become separated. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [ warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi fielder xt guide wire became detached during a pci to treat an unspecified lesion in the coronary artery. The wire was advanced to the ramus and kissing balloon technique was performed. During removal, resistance was met and the wire could not move forward or backward. It was possible that the wire got behind struts of a stent at the ostium of the ramus. Further attempts were made to remove the wire when the wire broke and a piece of it came off. The wire fragment floated down the lcx where it stayed.